Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed as it would not inflate due to fluid loss. A new inflatable penile prosthesis consisting of 21 cm x 12 cm cylinders and pump components were implanted. The reservoir remained implanted and a new reservoir was positioned on the opposite side of the abdomen.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cylinder. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed as it would not inflate due to fluid loss . A new inflatable penile prosthesis consisting of 21 cm x 12 cm cylinders and pump components were implanted. The reservoir remained implanted and a new reservoir was positioned on the opposite side of the abdomen. Additional information received indicated there was damage to the cylinder noted in the corpora.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed as it would not inflate due to fluid loss . A new inflatable penile prosthesis consisting of 21 cm x 12 cm cylinders and pump components were implanted. The reservoir remained implanted and a new reservoir was positioned on the opposite side of the abdomen. Additional information received indicated there was damage to the cylinder noted in the corpora.